Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "-inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The scope was kept running for 3 days for inspection, during which, the image defect did not occur; the scope was not leaking, and the functions were normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed an abnormal image and an occasional black screen image. The issue was observed during preparation for a diagnostic bronchial examination. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.